Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The e-100 generator has been returned and evaluated by the failure analysis (fa) team. Fa could not replicate the customer reported complaint. The e-100 generator was installed into the test system, and it worked fine when the vessel sealer instrument was installed. The vessel sealer extend instrument was used with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. The e-100 generator did not shut down during testing and the cable port was not loose.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer contacted the technical support engineer (tse) to report that the operation room (or) staff was experiencing issues with the e-100 generator shutting off on its own. The tse reviewed the logs and confirmed timeouts. The tse advised the customer to power cycle the system and e-100 generator when clinically possible and if issues persisted to have or staff call into technical support directly. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the issue but found the cable port loose. The fse replaced the e-100 generator to correct the issue. The system was tested and verified as ready for use. Isi has not received the e-100 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.